Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. Insulin pump passed unexpected test and no unexpected restart error alarm noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error after its battery was replaced. The blood glucose was 303 mg/dl. The customer stated that when she went to input the carbohydrates for her food, the numbers began scrolling. After the customer cleared the alarm, the insulin pump went back to its normal screen, but when she attempted to enter the carbohydrates again the ramping numbers occurred again. No significant events leading to the keypad issues were noted. Advised discontinuation of the device. Nothing further reported.